Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip would not release from the catheter to deploy. They had to cut the wire inside the handle to eventually get the clip to release from the catheter. The clip then fell off inside the patient and was not retrieved. The physician was able to remove the wire after it was cut. The procedure was completed with another resolution 360 clip device. It was noted that there was abnormally high resistance felt before the spool reached the end of the stroke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.